Manufacturer narrative:
This report is submitted on july 03, 2017.

Event description:
Per the clinic, the patient experienced skin flap necrosis and infection at implant site and subsequently was administered oral antibiotics (date and duration not reported). Revision surgery is planned but has not taken place as of the date of this report.